Manufacturer narrative:
The insulin pump alarmed and dialed remote frequency communication to meter due to faulty connector on remote frequency board. The insulin pump was received with cracked case on display window corner and minor scratches on display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the screen got frozen. He removed the battery and then it gave him a button error alarm. Blood glucose value was 170 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. . Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.